Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set malfunctioned the following information was received by the initial reporter with the following verbatim: possible back flow check valve failure - no pump issue per customer.